Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. A cartridge change was performed resolving the issue. Also, it was reported that an altitude alarm occurred. No additional patient or event information was provided. Customer¿s blood glucose level was 136 mg/dl.